Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm and external error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was 198 mg/dl at the time of the incident. Customer states they were able to clear the alarm and able to complete rewind. Customer receiving another alarm after a battery change. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.